Event description:
On (B)(6) 2025, a beta bionics remote clinical trainer reported that during an additional training session with an ilet user, the user disclosed that they had sought medical intervention for a hypoglycemic event on 24-dec-2024 while using the ilet bionic pancreas. The user stated that they received a low blood glucose (bg) alert, and shortly after, their bg dropped below 40 mg/dl. The user's marital partner attempted to raise their bg levels by providing a protein drink (boost) and glucose powder, but the user's bg remained too low, and they became unresponsive. Emergency services were contacted, and paramedics arrived shortly thereafter, administering intravenous glucose. The user was not transported to the hospital and recovered quickly from the event. They reported not losing consciousness but described feeling incoherent and "foggy" during the hypoglycemic episode.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.